Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Reported issue of the device was the power the device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. As a countermeasure arising from a previous CAPA, it was confirmed that the design was changed as a resistance improvement to damage of the power switch. This is implemented in devices shipped since november 18, 2013. The root cause cannot be conclusively determined. From the date of manufacture (may 14, 2013), it is likely that the power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value because the product was a product before the countermeasure due to a design change of the power switch.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and results found the main switch was an older version and needed upgrade. The main switch was upgraded and software was updated to the current version. The unit passed all functional testing. Additionally, video output and video connecter passed testing. The unit was returned to the user facility.

Event description:
The user facility reported that the power button is stuck. The reporter stated this was discovered during preparation for use so there was no patient involvement. Olympus attempted to gather additional information related to this report but the reporter stated no additional information is available.